Manufacturer narrative:
Shaft is fractured, material is torn. Fractured surface does not show faulty material. Also the hexagon from the driver is damaged. The described grip problem could not be confirmed. Grip was tested with our implant form stock and is ok.

Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that there was no grip between an implant driver and an implant. The surgery was not completed successfully and the patient has to undergo another surgery.